Event description:
It was reported that the pump touchscreen was on, but the display remained black. Customer's blood glucose (bg) level was recorded as high. Customer administered an insulin injection to resolve elevated bg. Customer reverted to an alternate method of insulin therapy.